Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information via a latitude red alert that this right ventricular (rv) lead displayed high, out of range pacing impedances. An attempt to obtain additional information has been made. No adverse patient effects were reported. The lead remains in service.